Manufacturer narrative:
Vyaire identification number: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The device history record (DHR) of the device was reviewed in order to detect any issue related with the defect reported by the customer during its manufacturing. There were no issues found after review. No root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that our ck0010 neb kit w adapter sterile water 1000ml was not misting. The respiratory therapist suggested that the long stem on the adaptor kits was not allowing the mist to form. At this time, there was no information on patient involvement in this reported event.